Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure for an unknown reason. The explanted devices will not be returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred 1 year ago from date manufacturer was made aware. Explant date: 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(4). Batch: 20341057/19929015.